Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient implanted with this right ventricular lead was feeling lightheaded and had pain in their left arm. The rv threshold measurements at the last follow-up were 2.1 v at .4 ms with an occasional skipped beat. It was reported the patient was pacer dependent. Threshold testing was performed starting at 4 v at .4 ms and loss of capture was observed immediately. Impedance measurements were stable and multiple threshold tests showed varying measurements. It was also reported the patient had high potassium levels. Boston scientific technical services discussed a high potassium level could affect pacing threshold measurements. Ts also discussed an x-ray could be performed to verify lead position. The local area field representative was contacted for additional information. Additional information was received indicating the patient was admitted for the night and checked the following morning. Pacing threshold measurements were 1 v at .5 ms. The physician felt the change in threshold measurements was due to high potassium levels and left the rv output at 4 v at 1 ms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.